Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 15 mmol/l, 5 mmol/l, 3 mmol/l, and "0" mmol/l. The reading range of the device is 33.3 mmol/l to 0.6 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.